Event description:
It was reported that the following day after implant the right atrial leadless pacemaker (ralp) was intermittently undersensing p-waves due to frequent premature atrial contractions. No changes or interventions were performed; the device will continue to be monitored. The patient was stable before, during, and after.